Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) was experiencing issues with the remote monitor not working and no telemetry being available. Troubleshooting steps included adjusting the reader position, power cycling the monitor, guiding the patient to send a transmission, and removing any interference. Despite these efforts, telemetry was still not available. The patient was referred to the clinic to validate the telemetry option with the programmer in the doctor's office and was advised to bring the monitor unit to the clinic. No patient complications have been reported as a result of this event.